Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
Per raised with minimal information. The customer, (B)(6), reported via the technical services department that the reamer handle is not secure when attached to the drill. No adverse consequences were reported.